Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during the extraction of the patient's total hip implants, the doctor used the brasseler acetabular shell extraction instruments to help extract the size 58 shell. After he used the instrument handle and size 60 blade and completed the removal of the shell, it was observed that a piece of the metal handle had bent at the conclusion of its use. The shell was extracted without incident and the instrument was able to be used properly prior to this observation. There was no further use for this instrument in this case.